Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00801803203 beta hip prosthesis; 00875201132 liner elevated rim 32 mm i.d. Size jj for use with 54 mm o.d. Size jj shell; 00875705401 shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03637.

Event description:
It was reported that patient¿s right hip was revised approximately 5 years post-implantation due to corrosion, fluid collection and pseudotumor. Operative records noted collection of yellow fluid consistent with high levels of cobalt but no evidence of infection. Upon entry into the hip joint region, the surgeon noted eroded abductors detached from the posterior half of the trochanter. The pseudotumor and pseudo membrane was carefully dissected and the avascular layer of tissue which was permeating through the front superior, posterior and inferior portion of the hip were then carefully excised. The surgeon noted evidence of corrosion failure at the head/stem junction. Corrosion was seen in both the receptacle side of the head and the trunnion of the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient¿s right hip was revised approximately 5 years post-implantation due to corrosion, fluid collection, pseudotumor, and instability. Operative records noted collection of yellow fluid consistent with high levels of cobalt but no evidence of infection. Upon entry into the hip joint region, the surgeon noted eroded abductors detached from the posterior half of the trochanter. The pseudotumor and pseudo membrane was carefully dissected and the avascular layer of tissue which was permeating through the front superior, posterior and inferior portion of the hip were then carefully excised. The surgeon noted evidence of corrosion failure at the head/stem junction. Corrosion was seen in both the receptacle side of the head and the trunnion of the femoral component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.